Event description:
The customer reported the endoeye flex deflectable videoscope had no image. The event occurred when preparing the scope for use in a therapeutic transabdominal preperitoneal (tapp) procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the image was not displayed due to damage on the charged coupled device (ccd) unit and the electrical contact of the video connector being shaved. Also, evaluation found an e216 scope communication error message was displayed due to damage on the ccd unit and dirt on the electrical contact, the bending section cover was chipped, the bending tube was deformed, the bending section could not be fixed firmly due to damage on the forceps elevator lever, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the loss of image and e216 error message was confirmed by evaluation and were likely caused by breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the component including the ic chip and capacitor mounted on the electric circuit board had a defect, a definitive root cause of the defects could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.